Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer failed due to the broken bullet pin. A field service engineer replaced the broken bullet pin to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the matrix drawer 1 in the main failed to release, thereby preventing the user from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.